Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 407 mg/dl after the ilet was without insulin for approximately two hours due to running out of insulin, then reconnected, announced a meal, and observed slower-than-expected glucose decline despite resumption of therapy; the event was characterized as a use-related issue rather than a device malfunction. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem associated with not reverting to alternative therapy once the ilet stopped dosing, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.